Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had to go to the emergency room (ER) due to high blood glucose (bg) levels reaching 580. The pod was worn between 4 and 24 hour on the abdomen. Symptoms reported were carpal tunnel with tingling in the right hand. At the hospital they placed her on an intravenous therapy of fluids and insulin, a manual injection of insulin was given and was tested ketones for the suspicion of diabetic ketoacidosis. Upon removal of the pod at the hospital, it was discovered being unsure if the cannula was properly seated in the infusion. The patient was at the hospital for 5 to 6 hours until bg's levels returned to normal range.